Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-18 user has high glucose value.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 209 and 224 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 101 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/16/2019 and open vial date is month of (B)(6) 2017. The customer's test strips are not impacted by recall. The meter memory was reviewed for previous test result history (customer just changed the date on the meter but the time is wrong): (B)(6). Memory concerns:the customer is concerned with the results of 209 and 224mg/dl in the meter's memory.